Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Upon further analysis, the foreign material was identified as organic silicone. It is likely the foreign material remained in the device because fragments of the peripheral equipment entering the channel during cleaning and reprocessing was not fully conducted. The following information from the instructions for use (IFU) pertains to this event: urf-v7 operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Urf-v7 reprocessing manual includes the preventive measures in chapter 5 "reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the uretero-reno fiberscope exhibited a foreign object in forceps channel. There were no reports of patient involvement.